Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) event with an lowest reading of 61 mg/dl. The ilet alerted to the low. The user was unable to confirm with a glucometer but treated with skittles. Bg subsequently stabilized to 95 mg/dl. No symptoms, external assistance, or medical intervention occurred.